Event description:
A malfunction was reported with the code malf 12, and the customer confirmed that this issue did not adversely impact their blood glucose level. The customer was assisted by technical support to reset the pump after the malfunction code appeared, and the code did not recur after resetting. The customer was advised to continue using the pump and was informed to reach out if the malfunction code appeared again.